Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the ptfe pad of the device was partially severely worn. This device is subject to total inspection to ensure that the device is capable or properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. The instruction manual of sonosurg mentions warning and caution. Do not activate output when nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped generated by friction between the grasping section and the probe may damage the grasping section and the probe or cause them to detach.

Event description:
The subject device was used during an uncertain procedure. It was reported that the device didn't work. There was no pt injury reported.